Event description:
It was reported that the lead exhibited sensing less than 0.3 mv and insulation rupture was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.